Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached to obtain additional information. The patient reported that the alleged inaccuracy issue first occurred on (B)(6) 2015 at 3:45 pm. At this time, the patient obtained an elevated blood glucose reading of ¿230 mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings. Later that day at ¿5:45 pm¿ the patient reportedly had ¿fallen¿ and had ¿lost consciousness due to the incorrect result¿. At the time of the initial call with the csr it was noted that the patient did not receive any form of treatment as a result of this incident. It is not known how long the patient was unconscious for nor how they regained consciousness. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The subject meter was requested for evaluation. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.